Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 : the patient presented to pain clinic following a referral. The patient has had back pain since 2003. The patient has been having problems sleeping. The patient reports having headaches and changes in sexual function or drive. The patient's rom is limited by 50% in all planes and the patient has a slow gait. Impression: chronic low back pain with failed back syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2011: the patient presented to pain clinic with some breakthrough with pain. The patient has been having poor sleep. Impression: chronic pain syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2011: the patient presented to pain clinic with poor sleep. Patient stated the medicine is helping. Impression: chronic pain syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2011: the patient presented to pain clinic with poor sleep and moderate tenderness in the lumbar para-spinal muscles. The patient's rom is limited by 25% in the lumbar spine. Impression: chronic pain syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2011: the patient presented to pain clinic with continued pain despite medications. The patient is having poor sleep and moderate tenderness in the lumbar paraspinal muscles. The patient's rom is limited by 25% in the lumbar spine. Impression: chronic pain syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2012: the patient presented to pain clinic with poor sleep and moderate tenderness in the lumbar para-spinal muscles. The patient's rom is limited by 25% in the lumbar spine. Impression: chronic pain syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2012: the patient presented to pain clinic with poor sleep and moderate tenderness in the lumbar para-spinal muscles. Impression: chronic pain syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2012: the patient presented to pain clinic with poor sleep and moderate tenderness in the lumbar para-spinal muscles. Impression: chronic pain syndrome. The patient underwenta toxicology screen and passed. On (B)(6) 2012: the patient presented to pain clinic with poor sleep and moderate tenderness in the lumbar paraspinal muscles. Pain: 4/10. Impression: chronic pain syndrome. The patient underwent a toxicology screen and passed. On (B)(6) 2013: the patient presented to a pain clinic stating his pain is being helped with medications. Pain: 5-6/ 10. Impression: chronic low back pain secondary to arthritis and disc disease/myofascial pain with spasms/lumbosacral radiculitis/anxiety disorder. The patient underwent a toxicology screen and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient presented intractable leg and back pain with the preoperative diagnosis of recurrent lumbar herniated nucleus pulposus left l5-s1; lumbar radiculopathy of left lower extremity; post-laminectomy syndrome l5-s1; and degenerative lumbar disc disease l5-s1. The patient underwent a surgery which consisted of reentry, decompression laminotomy with decompression of neural elements l5-s1 and complete discectomy; transverse lumbar interbody fusion, l5-s1; posterior lateral fusion, l5-s1; posterior instrumentation of l5-s1 with legacy titanium hardware; insertion of capstone 12x32mm peek spacer with bmp supplementation; local allograft and bmp supplementation. Per the operative report "....on the left side, significant compression was appreciated over the left l5 and s1 nerve roots with significant scar tissue which was resected to allow for the l5 and s1 nerve roots to be skeletonized and identified to assure adequate decompression. Too much scar was appreciated on the left to allow for interbody fusion from the left side so from the right side, the epidural space was exposed and with protection of the nerves on the right, annulotomy was performed and complete discectomy was done. This allowed for distraction of the disc up to 12 mm in disc space height. The end plates were prepared to parallel bleeding surfaces and the disc was supplemented with 60cc. Of allograft bone and two bmp sponges, one anterior and one within the implant which was a peek 12/32 mm spacer. Pedicle screws were placed in the pedicles of l5 and s1 bilaterally and decortication of the transverse process and sacral ala were achieved bilaterally. The lateral gutters were covered with bmp with one sponge in each lateral gutter along with the local bone and 60cc of cancellous allograft. This completed the posterior lateral fusion. The locking nuts were tightened down to specified torque tightness and final x-rays showed the interbody implant and the pedicle screws in good position.&#55310;o patient complications were noted. On (B)(6) 2005 the patient was discharged from the hospital. On (B)(6) 2005 the patient presented back pain and complained that he was significantly worse since the (B)(6) 2005 surgery with continued pain running down his left leg, posterior thigh, posterior aspect of his calf, and out the lateral aspect. The patient mentioned he was better these last 3-4 weeks. The patient also presented some weakness of the ehl on the left. Ap and lateral x-rays demonstrated a plif at ls-s1. A moderate amount of posterolateral fusion mass was noted from the transverse process tips at l5 to the sacral ala. The interbody graft was well positioned. There appeared to be some bony consolidation there. There did not appear to be any significant abnormal angulatory or translatory motion. On (B)(6) 2010 the patient presented low back pain, leg pain, lumbar radiculitis, and lumbar spinal stenosis. The patient complained that the pain, numbness, and weakness which was worse with walking, sitting, and driving. The patient was also positive for headaches. Ap, lateral, and spot lateral x-rays of the lumbar spine showed what appeared to be a solid fusion at l4-5; fusion at l5-s1 with only posterior instrumentation at the l4-5 level; and adjacent levels showed tall discs with no signs of degenerative disc disease and minimal degenerative changes throughout the lumbar spine.